Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra2 meter read inaccurately high compared to another device (onetouch ultraeasy). The complaint was classified based on the customer service representative (csr) documentation. It is not known when the alleged meter inaccuracy issue began. The patient reported obtaining a blood glucose reading of 6.9 mmol/l" with the subject meter and "5.1 mmol/l" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages his diabetes with oral medication and reportedly tests his blood glucose 3-4 times per week. The patient claimed his normal fasting blood glucose range is between "6 to 12 mmol/l" and his post dinner range is "up to 10.5 mmol/l" at an unspecified time after the alleged issue began, the patient claimed his doctor increased his medication to diamicron 60 mg daily and metformin 750 mg daily based on readings obtained with the subject meter. After some time later, the patient reported experiencing "episodes of hypoglycemia" and described developing symptoms of "sweating, feeling cold at finger extremities and blurriness" in response to the symptoms, the patient claimed he decreased his diamicron dose from 60 mg to 30 mg without consulting his doctor and claimed he had no further hypoglycemic episodes. The patient claimed he has since informed his doctor of his actions and he was advised to continue with his present dose of medication and to get the subject meter calibrated. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted the patient was not following the correct testing process; the calibration code number had been set incorrectly. The csr assisted the patient with changing the code number on the subject meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of oral antidiabetic medication based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.